Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was formated and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's plug was removed from the wall socket without the system being shut down first, and then would not boot up. No pt injury was reported.